Event description:
2024-oct-16 n/a (for, rep, hcp, lit): template: literature was reviewed regarding' the advantages of non-adhesive gel-like embolic materials in the endovascular treatment of benign hypervascularized lesions of the head and neck. The time frame of this study was november 2015 to may 2023. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx. No deaths occurred in the study population. Among patient adverse events included: - there was a single complication (4.3%) detected by MRI in the form of a small area of cerebral ischemia which was clinically asymptomatic. (Page 2) - the effectiveness was assessed based on the degree of shutdown of the vascular network of formations. Partial embolization observed in all cases where non-gel-like embolic agents were used 26.1% (n = 6)), and the outcome on the mrs scale, the average of which was 1. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that no adverse events related specifically to onyx or any medtronic devices were observed in the series of patients included in the study.